Manufacturer narrative:
The lead remains in service at this time. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room after receiving multiple shocks. The physician stated he thought the shocks were appropriated. Upon device interrogation a code 1005 was observed. This code is indicative of an open circuit condition was detected during shock delivery. Technical services discussed that the code 1005 also indicates a rv shock impedance measurement of greater than 145 ohms. Additional information is being requested from the field. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room after receiving multiple shocks. The physician stated he thought the shocks were appropriated. Upon device interrogation a code 1005 was observed. This code is indicative of an open circuit condition was detected during shock delivery. Technical services discussed that the code 1005 also indicates a rv shock impedance measurement of greater than 145 ohms. Additional information is being requested from the field. The lead remains in service. No adverse patient effects were reported. Additional information was received that the right ventricular lead was surgically abandoned and replaced. No additional adverse patient effects were reported.